Manufacturer narrative:
(B)(4).

Event description:
It was reported "ac3 power shut off while plugged in and powered on". Additional information states that this issue was not found while in use, it was found during routine check. No patient involvement.

Manufacturer narrative:
(B)(4) returned for investigation were the main power switch, and the power supply. The samples were returned in a brown cardboard box with protective shipping packaging. Visual inspection of the samples was performed, and no abnormality was noted. The main power switch was electromechanically tested using the digital multimeter to measure the continuity on all of the contacts. All the contacts were working properly when the switch was switched in the on position. The switch was then toggle on and off multiple times with no issues. The main power switch and the power supply were in-stalled into a known good ac3 for functional testing. The iabp was powered up successfully when the power switch was switched into the on position with the illuminator light. The power supply volt-age check was performed per ac3 series service manual and all output voltages were within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes re-maining". The power switch and power supply functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "power shut off while plugged in and powered on" is not confirmed. The returned power switch and power supply passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "ac3 power shut off while plugged in and powered on". Additional information states that this issue was not found while in use, it was found during routine check. No patient involvement.